Event description:
A customer reported that the date and time settings in their freestyle flash meter were wrong and they reported to be using the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter did not confirm for incorrect date and time. However, there is a known malfunction with the precision link software that can lead to incorrect date and time issues when the data is uploaded to a computer. This occurs when results obtained on a meter with incorrect data and time are uploaded to precision link. Customers and retailers have been notified.